Event description:
(B)(6) 2014: patient with progressive gastric cancer and peritoneal metastasis had implanted comv120mm12cm. (B)(6) 2015: stent occlusion was confirmed due to food debris and cleaning was done. After that patient was back to dietary intake, but patient later on complained about loss of appetite, abdominal distention and vomitus. Given follow-up on 4/22/2015, occlusion about 3cm in length was confirmed within stent. On (B)(6) 2015, during the procedure to implant another stent, physician confirmed ingrowth. Another comvi20mm10cm was implanted stent in stent.

Manufacturer narrative:
Since the suspected device was not returned and serial number couldn't be found, we could not investigate manufacture history records and evaluation. And it is impossible to find out exact cause. We recognize the risk of tissue ingrowth/stent occlusion, and have been conducted risk management. On our user manual, it is mentioned that stent that stent occlusion due to tumor ingrowth through stent. We will monitor this complaint occurrence for same model. The suspected device is not registered to us FDA and it has not been shipped into the us.